Event description:
Belmont blood delivery system would not infusing blood higher than 90 ml/minute. Troubleshooting by removing the cap did not change the delivery rate. The defective device was removed and a second device was immediately obtained and all blood product ordered were delivered to the patient. The defective device was sent to the biomed for evaluation.